Event description:
The micro reciprocating saw was sent for svc and it ran on it's own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is on going; add'l info will be submitted once the results of the quality investigation is completed.